Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood level. Customer¿s blood glucose level was 460 mg/dl. Customer's current blood glucose level was 176 mg/dl. Customer reported that the insulin pump was under delivering. Customer reported that insulin pump received insulin flow block alarm. Customer reported that the insulin exit. Customer declined to test the insulin pump. Customer reported that they had abdominal pain, headache and positive ketone test. The reservoir will not be returned for analysis.